Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise, loss of capture (loc) and low out of range pacing impedance measurements less than 200 ohms. No adverse patient effects were reported. This product remains in service.

Event description:
Additional information was received that an x-ray was performed and noted the presence of several leads. The physician suspected the cause to be lead chatter. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.